Event description:
This lead was capped. Per biotronik rep, this lead had elevated thresholds, however, the replacement setrox s 45, had the same elevated threshold at implant, so the physician does not believe there is an issue with this lead.